Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father called to report the passing of his son. Caller stated that the cause of death was possible due to diabetes coma. Caller stated that the customer was very sick with low and high blood glucose. Caller stated that the customer was throwing up throughout the day until nighttime and he went to sleep. Customer's father found customer after he had passed away with the infusion set and reservoir connected to his body. Nothing further was reported.